Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. The patient's medical history is smoking. After clamping the tissue and pressing the safety, great resistance was felt when firing and a strange sound was heard. The stapler was able to fire but there was poor staple formation. After firing, most of the staples did not form properly. There was no patient harm. There was no patient injury